Manufacturer narrative:
Title: long-term survival and freedom from reoperation after placement of a pulmonary xenograft valved conduit citation: the annals of thoracic surgery (2016) volume 102, issue 2 pages 602¿607 doi 10.1016/j.athoracsur.2016.02.045 authors: alfieris gm, swartz mf, lehoux j, bove el electronic publish date was used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review regarding the long term survival and freedom from re-operation after the implant of a pulmonary valved conduit. This retrospective study reviewed data collected between 1980 and 1985. The study population included 24 patients, 5 of which were implanted with a hancock bioprosthetic valve implanted in the pulmonary position. The 5 patients implanted with a medtronic device were predominantly female with a mean age 18 ± 4.5 years). Serial numbers were not provided. Among all patients, no peri-operative deaths occurred. One death, due to severe bi-ventricular failure, was reported 25 years post implant. Based on the information provided within the article, no relationship can be drawn between the death and the device. Additionally, without serial numbers, it is not possible to confirm that a medtronic device had been implanted into the deceased patient. Among all patients adverse events included: stenosis and/or pulmonary regurgitation. Fourteen valves were replaced in 12 patients due to these reported dysfunctions. Two patients required post implant balloon valvuloplasty due to calcification and subsequent increased gradient measurements (> 50 mmhg), stenosis and decreased leaflet mobility. Multiple manufacturers were noted in the literature; based on the available information, a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: medtronic product referenced changed from hancock bioprosthetic valve to hancock pulmonary conduit. No other changes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.